Event description:
It was reported that the patient called with questions regarding the pump settings. Patient was hooked up to the pump, but it stopped working. They restarted the pump, but it had been beeping every couple minutes. The resolution volume read 135.8ml, total volume was to be supposed be 138ml. The cassette was removed, and patient stated that it was full of chemo, so the pump wasn't delivering expected dosage. This event occurred at patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One sample was received for evaluation. The sample was visually and functionally tested. The customer's problem was not duplicated as the sample worked properly, fully priming and connected without issues as liquid flowed through the whole device without interruptions. The extension set was tested with a cassette taken of the manufacturing process, to verify the failure mode underinfusion reported in the complaint: no discrepancies were detected, sample was fully priming and connected without any issues, the pump was set running, liquid flowed through the whole device without interruptions, no alarms were activated, thus, the failure mode underinfusion was not confirmed. No further action was taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.